Event description:
The customer stated, that she was hospitalized for high blood glucose levels of over 800 mg/dl. The displacement test was performed and the insulin pump passed the test. Further troubleshooting was performed and the insulin pump passed all required tests. All programming was correct on the insulin pump

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.